Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/25/2013 with the following findings: the complaint of the blank display was not able to be duplicated during investigation; the display was fully illuminated and fully functional when the pump powered on. A review of the pump history showed multiple call service alarms following a replace battery alarm.